Event description:
It was reported that this left ventricular (lv) lead became dislodged and was in the atrium. It was believed that the patient had twiddler syndrome. The left ventricular (lv) lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead became dislodged and was in the atrium. The dislodgement was confirmed through a fluoroscopy. It was believed that the patient had twiddler syndrome. The left ventricular (lv) lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Laboratory analysis did identify a twisted lead body, which is an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that this left ventricular (lv) lead became dislodged and was in the atrium. The dislodgement was confirmed through a fluoroscopy. It was believed that the patient had twiddler syndrome. The left ventricular (lv) lead was explanted and successfully replaced. No additional adverse patient effects were reported.